Event description:
The customer reported that during a routine check of the unit, the unit will sequence from assist mode to standby mode or vice versa when the display is closed tight against the keypad.